Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "scan again in 10 minutes" message with the freestyle libre 2 sensor. The customer was therefore unable to obtain sensor readings, and developed symptoms of trembling and subsequently lost consciousness due to hypoglycemia. The customer reported being able to self-treat with dextrose after re-gaining consciousness, with help from his wife. There was no report of death or permanent injury associated with this event.